Event description:
Revision surgery - the surgeon was not happy with the position of the acetabular cup after changing the cup and liner. The stem and head needed to be changed in order to complete the case.